Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mm x 15mm emerge balloon catheter was selected for dilatation. However, during introduction, the shaft of the balloon broke into 2 pieces. The device was completely removed from the patient. No patient complications were reported and patient's status was fine.